Manufacturer narrative:
Updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-dec-20. Drug concentration and dosing information at the time of the event was provided 8 mg/ml of hydromorphone at 1.32819 mg/day.

Manufacturer narrative:
Concomitant medical product: product ID: 8598a, serial# :(B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10/25/2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that there was fluid collection in the spinal pocket, and a spinal fluid leak was identified on (B)(6) 2018. A catheter revision was performed on (B)(6) 2018 with a cerebrospinal fluid (csf) leak through the incision with very small devitalized tissue at the distal end of the incision. It was noted that there was no "ha" fever or chills, and the patient was afebrile. The device diagnosis was catheter leakage and the clinical diagnoses included delayed wound healing, spine incision fluid, and afebrile. The event was ongoing and resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on (B)(4) 2018. It was reported that the csf leak was confirmed via fluoroscopy on (B)(4) 2018.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the issue was resolved without sequelae on (B)(6) 2019.